Event description:
This patient had a corneal lens implant placed over 15 years ago after sustaining a nail injury to the eye. Per patient's md: unfortunately, these lens implants have been known to cause damage in eyes, requiring explantation from the time they go in to many years later. It's not so much an end of life issue as the damage occurring gradually over time - in this case the implant itself is not damaged, rather the surrounding structures in the eye are. That is why this patient required a corneal transplant at the same time. The problem is a design flaw that in some people causes damage to occur over time. Such lenses are no longer manufactured.